Event description:
It was reported during an acu-loc 2 removal procedure, the driver tip broke. The screw was removed using another screwdriver, and no device fragments were left in the patient. Device information for the screw is unknown. There were no adverse consequences to the patient. This report is related to report number 3025141-2022-00368 for the driver involved in this event.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Manufacturing and inspection records could not be reviewed as device information (part number and batch/lot number) is unknown.